Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. During procedure, after pre balloon aortic valvuloplasty (bav) the patient went from non sinus rhythm to left bundle branch block (lbbb) the patient was reported stable. There was no reported adverse events.

Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. The reported serious injury/impairment were due to case specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. There was no calcification was present extending beneath the aortic annular plane in the interventricular septum. During procedure, after pre balloon aortic valvuloplasty (bav) the patient went from non-sinus rhythm to left bundle branch block (lbbb). The valve was implanted at depth of 4.5mm on the non-coronary cusp/ncc). The patient will be monitored for lbbb. The patient was reported stable. There was no reported adverse events.